Event description:
This lead was explanted and replaced due to high impedance. When explanted, inner insulation break with bipolar fracture was discovered. No adverse patient events were reported. Should additional information become available, this file will be updated.